Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A device can be difficult to remove due to a number of factors including, but not limited to tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tube set. This may have been a contributing factor to this event, but cannot be confirmed. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip there was difficulty removing the device from the anatomy. Per the instructions for use, the access ports and safety release button were used, the thumb advancer was unlocked and retracted, but the device had to be 'wiggled' out of the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.